Event description:
A pt called lfs in 2/2002, alleging that their one touch ii meter was prompting "clean test area" and "redo check". Pt did not recall when the messages started to appear. Pt stated they were unable to take pt sliding scale insulin because pt was unable to obtain a blood glucose result. Pt was hospitalized from 1/2002 to 2/2002 for asthma and their blood sugars were running in the "500's" due to taking prednisone. Pt recalls being unable to test with the one touch ii meter for approx 2 days before their admission to the hospital. Pt had no symptoms. Pt was unable to recall any blood glucose results from their meter prior to the incident. Due to the fasttake strip availability, pt started using pt's one touch ii back up meter. Pt did not attempt to clean the meter when the "clean test area" message started to appear. After being released from the hospital, pt's family member gave pt an advantage meter to use with some test strips. Pt explained that their blood sugar is now "in control" because pt was taken off prednisone. No further info has been reported.